Manufacturer narrative:
Method - device not returned. No evaluation will be performed. Conclusions - no conclusion can be drawn.

Event description:
A patient contacted a vendor contracted to handle the increased volume associated with a recall of 1-day acuvue trueye contact lenses (narafilcon a) on (B)(6) 2010. Narafilcon a contact lenses are not marketed in the us. The vendor reported this event to our (B)(4) affiliate on (B)(6) 2011. The patient reported that "around (B)(6)", the patient experienced pain and redness in the left eye (os). While wearing 1-day acuvue trueye lenses (narafilcon a). The patient was seen at an eye clinic and was diagnosed with a "bacterial infection" and a "condition which had 'ulcer' in its name." The details of the diagnosis are unknown. The patient was instructed to discontinue contact lens (cl) wear for 30 days. The patient was prescribed medication and had no symptoms at the time of the call. Our (B)(4) affiliate contacted the treating ecp on (B)(6) 2011 and received the following information: the patient was seen at the clinic on (B)(6) 2010. The patient was diagnosed with "(infectious?) Corneal ulcer os." The patient was prescribed cravit and bestron eye drops. On (B)(6) 2010, the patient fully recovered and was given a prescription for cls. We were told a specimen was cultured, but the result was not provided. A consent form has been mailed to the patient to allow our (B)(4) affiliate to obtain additional information. A device history record review was requested and results will be sent with a follow-up report. The product is not available for evaluation. In conjunction with the (B)(6) 2010 voluntary recall, vision care conducted a detailed technical review of the manufacturing process which determined that the incomplete rinsing of product identified in the recall was corrected by a maintenance replacement of the rinsing dose head. The review also revealed additional sources of process variation not previously identified. In parallel to the technical review, a due diligence statistically-based sampling protocol was initiated to retrospectively assess decanoic acid levels in product from all lines currently manufacturing 1-day acuvue trueye (narafilcon a). The testing revealed a higher than expected level of variation in the manufacturing process and confirmed that isolated lenses produced on (B)(4) manufacturing (B)(4). This represents a manufacturing time frame from mid-march through mid-august 2010.